Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent manifested by fever. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified treatment (drug names, doses, routes, frequencies, and durations) for cloudy effluent. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.